Manufacturer narrative:
Follow-up # 1 date of submission 3/03/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during visual inspection of the pump, it was observed that the cartridge compartment was cracked through the cartridge compartment threads and its threads were damaged. The cartridge cap was not returned with the pump and a test cap was used to complete the investigation. The test cap was unable to securely attach to pump. Unrelated to the initial complaint, it was observed that the battery compartment was cracked on the side from the threads traveling down to the case seal and was cracked below the bumper at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.